Manufacturer narrative:
The review of the manufacturing paperwork certified that this lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Additional devices implanted and/or related to this event: (B)(4).

Event description:
On (B)(6) 2012, the pt was implanted with three fore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported that during the pt's three month follow up on (B)(6) 2012, computed tomography (CT) imaging showed an indeterminate type ii or type ii endoleak. There is no aneurysm enlargement. On (B)(6) 2013, the physician performed a reintervention to treat the endoleak; the endoleak was resoled and the pt tolerated the procedure.